Event description:
It was reported that, noise resulting in oversensing and error message were observed on the device. No intervention has been performed. The patient was stable and will be monitored.